Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she received a low battery alert and noticed that the insulin pump beeps with other alarms but the low battery alert only showed on screen but did not beep. Customer stated the alert type is set to beep. It was advised to change the alert type to either long beep or vibrate. The insulin pump passed the selftest; the customer stated it did vibrate. Blood glucose value is unknown. Customer would monitor the insulin pump.